Event description:
The customer reported that the system displayed a generator error message in the middle of the case and stopped working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to reproduce the problem. He replaced the batteries and this seemed to have fixed the problem.